Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller with resetting the pump and provided instructions for further use, advising the caller to contact them again if the malfunction recurred, which it did not. The customer acknowledged and understood the guidance.